Event description:
This is filed to report a perforation with cascading events, including patient death. It was reported that on 05/26/2022, the patient presented with degenerative mitral regurgitation (mr) grade 4, posterior leaflet 2 (p2) prolapse, with an enlarged and dilated left atrium. A high transeptal was performed, causing a limited grasp area for the anterior leaflet. The xtr mitraclip delivery system advanced. Due to the high transeptal, the cds was placed in neutral and adding length using the m knob (for medial), and p knob for posterior direction. The xtr mitraclip successfully grasped the lateral a2/p2 leaflets. Reportedly, there was no difficulty grasping the leaflet and deployment was performed. There was no device malfunction, and the mr was reduced to moderate. To further reduce mr, another xtr mitraclip was to be placed medial. During advancement into the left atrium, the mitraclip hit the posterior lateral wall, perforating the atrial wall pericardium. The patient then developed a pericardial hemorrhage. It was decided to not implant this clip. The mitraclip was not implanted, and device removed without further issues reported. The mr had been reduced to grade 2/moderate. Pericardiocentesis was performed, however, the patient needed surgical repair. A clinically significant delay occurred. A surgical repair of the pericardium was performed, and a blood transfusion was provided. That same day, the patient went into cardiac arrest and cardiopulmonary resuscitation was performed. The patient passed away due to cardiac tamponade. No additional information was provided regarding this issue.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation was due to procedural circumstances. The reported pericardial effusion and cardiac tamponade appears to be cascading effects of the reported perforation. The reported cardiac arrest was a secondary effect of cardiac tamponade. The reported death was due to the cardiac tamponade. The reported patient effects of death, cardiac tamponade, perforation, pericardial effusion and cardiac arrest as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported surgical intervention, unexpected medical intervention (pericardiocentesis, blood transfusion, cardiopulmonary resuscitation/ CPR) and delay to treatment/ therapy were results of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.